Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2020-01621, manufacturer report number: 2017865-2020-01623, manufacturer report number: 2017865-2020-01624. It was reported that the patient has deceased/expired. There is no allegation from a healthcare professional that the death was system related. The cause of death was congestive heart failure. No additional information was reported/additional information was requested but not received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.